Manufacturer narrative:
Due diligence has been executed for this event. The device has been returned and a product investigation completed for it. The manufactured date of the device is not available at this time. The user's complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device did not pass the probe check. Both switches were checked and both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue buildup. The ptfe pad (teflon pad) was inspected and it has normal wear with no metal exposed. The distal end of the device was inspected under a microscope and found a hairline crack to the probe tip unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Device evaluation conclusion is the cause for the broken probe is most likely due to the probe coming into contact with a hard or metallic surface during activation. The instruction manual (IFU) includes several warning statements in an effort to prevent damage to the device: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
As reported for this event, during the therapeutic total laparoscopy hysterectomy, a probe damage error code was displayed. No device fragment fell into the patient. There was no visual damage to the teflon pad or probe unit. There was no metal exposed on the device jaw. No unintended tissue became burnt. There was no adverse impact to the patient. The procedure was completed with another device. The generator settings were 1-3. The device was inspected prior to use and no damage or abnormalities were observed. The connection points to the generator were inspected. There was no cable damaged observed. The transducer cords or the cords of any other medical device were not bundled during use. The physician was trained in the use of the device.